Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. The location of the leak could not be determined; however, caregiver (cg) stated that the table was wet and could not determine which supply bag was leaking. Renal therapy services (rts) assisted the cg in clearing the alarm and proper procedures per the user manual were reviewed. There was no patient injury or medical intervention associated with this event. No additional information is available.